Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for routine follow up with non-sustained lead noise on stored emg. Isometric testing could not reproduce oversensing in clinic. All electrical measurements were in normal range. The device remains implanted and patient will be monitored routinely.

Event description:
New information notes that the device later exhibited an alert for non-sustained rv oversensing due to myopotential oversensing. The patient was asymptomatic. The physician elected not to make programming changes to the device, and the device remains implanted.